Event description:
Wearing a mask makes it very difficult for me to breath normally. Makes me feel claustrophobic. I rarely leave my home since I can't wear a mask. Was previously a distance runner, can no longer run outside or in a gym because I can't wear a mask. FDA safety report ID # (B)(4).